Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire was provided for evaluation. One end of the guidewire is shown with a curved end. The coil wire appears to be elongated and damaged. The characteristics of the damage could be clearly inspected to determine if the wire was frayed or fractured. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include retraction of the guidewire against the needle bevel and damage during handling. Since the guidewire appeared to be frayed and damaged, the complaint is confirmed but the exact factors resulting in the reported event remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during puncture, the customer of the radiotherapy department of facility found that the seldinger could not be introduced into the PICC catheter since the proximal end of the former was curled up.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during puncture, the customer of the (B)(6) hospital found that the seldinger could not be introduced into the PICC catheter since the proximal end of the former was curled up.